Event description:
It was reported that (1) eps09 was used during an operative laparoscopic procedure. It was reported by the rep that the surgeon was using the probe plus to ablate/fulgerate endometrosis on the uterine artery. While ablating the endometrosis the surgeon used the shaft of the probe plus to elevate the uterus. When the surgeon removed the probe plus, the instrument left a blanched line down the pt uterus. The blanched line was a result of the heat generated by the probe plus? The surgeon has questions regarding how "capacitive" the sheath is and how insulated.